Manufacturer narrative:
(Sc-1160 sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The investigation of the associated leads confirmed that the root cause of the high impedance was due to the associated leads fractures. Therefore, no problem could be detected.

Event description:
It was reported that the patient had to charge frequently due to high lead impedances. The device was replaced with a MRI compatible ipg and the patient was doing well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg frequently due to high lead impedances. The patient underwent a revision procedure wherein the device was replaced with an MRI compatible ipg. The patient was doing well post-operatively.